Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the right power was not implanted and the patient ended up with a refractive error of +8.00 diopters. In a follow up, a facility representative reported that the iol was attempted to be explanted during a secondary procedure, but the lens was lost in the vitreous of the patient's eye. The patient will be referred to a retina specialist for the iol extraction.